Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, the permanent cautery hook instrument presented as broken at the hinge joint. The instrument was visualized while being removed through the trocar on the patient right side. It was noted upon removal that the plastic located at the cross pin was broken and missing, the insulating disc covering the wire was found and removed laparoscopically. A search using the robot for the other missing piece of plastic was completed with no result of finding it. A post-op x--ray was conducted which provided no further results. The patient has not returned to the hospital due to the remaining piece inside.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for failure analysis.